Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a concomitant pulse field ablation (pfa) and watchman left atrial appendage closure procedure using a faradrive sheath the patient experienced pericardial effusion and passed away. Prior to the procedure a baseline effusion was noted. During the procedure it was difficult to advance the faradrive sheath through the femoral vein. During transseptal it was noted to be difficult, and the physician flossed the septum with the versacross large access dilator, but they were still unable to cross with the faradrive sheath. The crossing was then attempted with the faradrive's native dilator, which still did not cross. Finally, the faradrive was able to cross when using a third different type of dilator. It was noted that the patient's pressure dropped occasionally during the crossing and the "pressure was treated". During the procedure it was observed that the existing effusion started to grow and pericardiocentesis was performed to drain 1 liter from the patient. The patient went to the ICU where they later passed away. The sheath is not available for return as it was discarded by the facility.